Event description:
It was reported that a pump alarmed system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptoms system error 105 caused by a failed motor flex. The motor was replaced.